Event description:
The report received from the study indicated that the pt was admitted with unstable angina. An elective procedure to treat a 2.5 x 24 mm, 90% occluded restenotic lesion in the proximal left anterior descending (lad) artery was performed. A 2.5 x 28 mm cypher stent was implanted and was not overlapping with two 2.5 x 8mm cyphr stents also implanted in this procedure that were overlapping with each other. An urgent staged procedure was performed about four months post-procedure. The lesions was treated with balloon angioplasty. The pt was discharged the following day. Regarding the index procedure, the diseased vessels were the lad and circumflex. Pre-procedure medications listed were aspirin, beta-blockers, plavix and statins. Intra-procedure medications listed were aspirin, beta-blockers, plavix and statins. Intra-procedure medications listed were thrombin inhibitors and angiomax. The target lesion had little to no calcification and was not in a bifurcation. The lesion had a taxus previously implanted.